Event description:
Problem with osseointegration.

Manufacturer narrative:
3 attempts have been made to the customer for additional information with no response. Part # and date discrepancy unexplained.